Manufacturer narrative:
The results of the investigation were inconclusive based on the information available and the evaluation of the x-ray. On the base of the collected information, what occurred seems to be related to repeated mechanical stresses on the spacer. They may be due to the missing use of mobility-assisted devices and/or a missing partial weight bearing on the device or a forced mobilization which could caused the breakage.

Event description:
The hip spacer fractured away from the stem post-operatively. A revision surgery was performed and the hip spacer was replaced.